Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent total hip arthroplasty on the left hip several years ago. A depuy srom stem and pinnacle cup along with an ultamet metal on metal bearing was implanted in the patient. Patient complained of pain and it was determined that a revision was needed. Patient underwent revision total hip surgery on (B)(6) 2019 at (B)(6) hospital. Upon opening of the fascia, brownish tissue was observed. A pseudo tumor was observed. Head was removed and a mild amount of black "corrosion" could be seen around the inside of the 36 mm head and on the trunnion, but not a tremendous amount to be concerned of the trunnion of the stem. Ultamet liner was removed using the pinnacle constrained poly removal tool. Cup was in good condition and a poly liner was then inserted as well as a ceramic srom head. Due to the amount of pseudo tumor and suspect looking tissue, the doctor determined it was an adverse reaction to the metal on metal articulation. Doi: unk. Dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.